Event description:
It was reported that during preoperative preparation, a fiber inspection scope was used to confirm the fiber was normal (no dark spots). After connecting the device, an abnormal noise occurred when the laser was activated, and both the fiber and the debris shield were damaged. An engineer was dispatched to inspect the device on site, and no visible abnormalities were found. Three fibers and three debris shields were damaged in total in this procedure. The procedure was completed with another of the same device with no patient complications. The device inspection found that the returned fiber connector had and internal connector fracture.

Manufacturer narrative:
A4. Weight: 60.5 kg. Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Microscopic inspection of the device identified the fiber connector had and internal connector fracture and burn marks. The aiming beam was round but dim. The visual inspection concluded that the fiber was received in one piece, there were no defects on fiber body. The device history record confirmed that the device met with all manufacturing specifications prior to distribution and there were no manufacturing deviations. The identified connector component fracture likely occurred due to procedural handling of the fiber during setup or use. This anomaly could lead to an insufficient aiming beam or low laser energy output and up to a complete inability for the fiber to fire. The interaction of the console with the connector likely led to the connector component fracture and subsequent overheating which resulted in the observed burn marks. The instructions for use were reviewed and did not reveal any evidence of device off-label use or failure to follow instructions. According to the IFU, the user is instructed to inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber; return it to the supplier for replacement and old the fiber tip to a non-reflective surface, and ensure that a circular red/green spot appears. If the spot is not circular, cleave the fiber. If the spot is weak or not visible, discard the fiber or return it to the supplier.